Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 30 to 45 mg/dl at the time of the incident. The customer was given intravenous glucose to treat. The customer experienced symptoms such as a migraine. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer found a bolus in pump history that they do not remember programming and a flush drive support cap. The customer reported the pump was exposed to a strong magnetic field. The customer also reported other low blood glucose events. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08760 inches. No over delivery anomaly, under delivery anomaly or displacement anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The units remaining in the status screen matches the test reservoir volume. The motor was tested outside of the device and passed. Device uploaded properly using carelink. Drive support disk was inspected and no anomaly was noted. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).